Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User had a false positive result. Rapid test and pcr test were pursued however, results were not provided.